Manufacturer narrative:
Patient weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a driveline disconnected alarm was observed during a new implantation of the lvad. The system controller was exchanged; however, this did not resolve the issue. The modular cable was exchanged to resolve the issue. The decision was made to replace the pump the patient was placed on bypass until the replacement pump could be successfully implanted. It was reported that the patient tolerated the procedure well.